Manufacturer narrative:
The results of the investigation are inconclusive since the devices were was not returned for analysis. The device history record was reviewed for each device to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of these devices.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturing related reference number: 3005334138-2019-00596. During an atrial fibrillation ablation procedure, while performing the transeptal puncture, a pericardial effusion was noted. An echocardiogram and fluoroscopy confirmed the effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with an abbott device.